Event description:
It was reported that the disposable caused pump to exhibit an alarm with no disposable, pump won't run" message. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: four pictures were attached and reviewed. Results: picture one shows a cassette product from the reported part number in used conditions without blue clip. Picture two show the front view of a cassette product in the pump tube section. Picture three show a cassette product top view of a cassette product. Picture four show the ay bag neck section of the cassette. Samples received: sample received consist in one cassette product from the reported part number sample was received in used conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damages detected, kinks or voids that could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to the pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Accuracy test: the sample received was connected to the pump and to a mettler to look for unusual function. Results: the sample could not be connected no disposable pump would not run alarm. Complaint is confirmed. No disposable alarm CAPA was open for no disposable alarm issue to identify the root cause. Currently the CAPA is in investigation results phase. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h4: correction: device manufacturing date: 04-nov-2021 d4: correction: device expiration date: 19-oct-2026